Event description:
Caller reported a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on how to perform a complete pump reset, and the caller will reset the pump when ready, following up if the issue persists.